Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level ranged between 280-290 mg/dl. Suspected cause was insulin was not properly delivering once cartridge had 15 amount of units remaining. A correction bolus via the pump and a cartridge change was performed to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.